Event description:
The dentist reported that his patient presented with bone loss and purulence, therefore the implant placed in tooth site #20 had to be removed.

Manufacturer narrative:
Upon visual inspection, it was found that the impalnt had general signs of usage. No other damage was noted. No anomalies or defects were observed. Irradiation certificate has been reviewed and no non-conformities were found. The review of the device history record did not provide any information to suggest a nonconformance or any manufacturing deviation with the components that would cause or contribute to the reported event. All manufacturing processes were executed according to the parameters established on the current procedures and all inspections performed were inside specification limits. A definitive cause could not be determined.